Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and discharge at the incision site. The patient was treated with oral and topical antibiotics. Follow up information identified the wound is healing well.